Event description:
It was reported "PICC placed on 12/20 external 2 cm. Right brachial placement. 12/27 issues with blood return/flushing but could be fixed positionally. 12/28 PICC was kinking found with xray, was rethreaded by ir, they did not re-access through a new hole. 1/1 tpa used and pulled back, no blood return still. 1/7 it was removed because they were still having issues."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. One radiographic image of a patient was provided for evaluation. The image appears to show the upper right arm region. A catheter appears to be inserted within the patient¿s arm. Two sharp bends in the catheter tubing appear to be present within the patient¿s arm. Based on the image provided, possible contributing factors include manipulation of the catheter during use and securement method. Since the catheter appeared to be kinked, the complaint is confirmed but the exact cause of the kink remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reev1496 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC placed on 12/20 external 2 cm. Right brachial placement. 12/27 issues with blood return/flushing but could be fixed positionally. 12/28 PICC was kinking found with xray, was rethreaded by ir, they did not re-access through a new hole. 1/1 tpa used and pulled back, no blood return still. 1/7 it was removed because they were still having issues."